Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a teflon infusion set, noting that the teflon site did not work for them and that steel infusion sets have performed better. The user reported a highest blood glucose of 388 mg/dl, after which glucose returned to range, and no alerts or alarms were reported. Symptoms included high blood glucose. Outcomes included transient disruption to glucose control without medical treatment or hospitalization. Investigation included a review of the described infusion set performance and troubleshooting at the user level. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with user-reported preference for steel cannulas and no evidence of bent cannulas or device alarms. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.